Event description:
It was reported that the pump was not working. The device had a system failure: force sensor test. There was no patient involvement.

Manufacturer narrative:
B3: 2025 is the reported year of the event but exact month and day not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated. The cause of the issue was a defective mainboard. The mainboard was replaced to fix the issue.